Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On 06/30/2015 reporting that when using the purely yours ultra breast pump with batteries on (B)(6) 2015, she heard a loud pop from within the battery compartment. She opened the battery compartment and found leaking black fluid from the batteries that remained confined inside the compartment. Customer denies injury, burn or property damage.